Event description:
It was reported that this pacemaker declared safety mode and was delivering pacing when not required as the patient is not dependent. It was also noted that the patient was experiencing pain and discomfort. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected to be returned.